Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6 correction: b4, g4, g7, h10 event summary: it was reported by the legal department that the patient underwent primary left tha on (B)(6) 2018. According to operative records, the patient underwent a first left tha revision of head & liner on (B)(6) 2018 due to infection during which a biolox delta head was implanted. Subsequently, the patient underwent a second revision with implantation of a cement spacer due to infection on (B)(6) 2018. Review of received data surgical report of primary implantation (B)(6) 2018: findings: spinal anesthesia & mild sedation. Traditional anterior smith-petersen approach. No complications documented. Skin closure w/skin glue and tegaderm. There is no mention of which hip was implanted. Products: continuum acetabular shell 48, screw 6.5mm diameter x 35 mm length, elevated rim liner for 32 with elevated rim placed posterior superiorly, size 11 standard neck offset trabecular metal primary hip prosthesis, femoral head from versys system, 32.0 w/12/14 neck taper. Surgical report of primary implantation (B)(6) 2018: findings: left hip septic joint pre-revision aspiration positive ¿ gram negative rods of serratia bacteria revision of head and liner, I&d down to muscle layer, notes debrided capsule due to poorly vascularized, deep drain placed, 300ml blood loss, murky infected fluid, extensive scar tissue, wound vac placement post wound closure, multiple culture taken during procedure ¿ not included, no complications noted. Products: biolox delta ceramic femoral head and continuum acetabular liner. Surgical report of primary implantation (B)(6) 2018: findings: septic left total hip left total hip revision with femoral and acetabular component to a cement antibiotic spacer. Spinal anesthesia & mild sedation. 500ml blood loss. I&d performed to bone. Extensive scar tissue and gross infection tissue. Capsulectomy performed. Liner and screw removed. Zimmer explant tool used. Acetabular ¿ posterior wall was really nonexistent after cup removed purulence came from anterior aspect of the stem junction while using osteotome minor crack found longitudinal at calcar, but stable, no intervention documented (as no medical intervention was performed to correct the crack and surgeon documented stable, this is not considered an additional complaint) cement stem placed. Deep drain placed. Cultures done, no results provided. No complications. Products: antibiotic spacer. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation this device is intended for treatment. The compatibility check could not be performed due to unknown product identification. Conclusion summary it was reported by the legal department that the patient underwent primary left tha on (B)(6) 2018. According to operative records, the patient underwent a first left tha revision of head and liner on (B)(6) could not be verified based on the provided medical records. Subsequently, the patient underwent a second revision with implantation of a cement spacer due to infection on (B)(6) 2018. Due to missing product identification neither the complaint history nor the product compatibility could be reviewed. No product was returned for evaluation. Based on the medical records neither the product identification nor the use of a biolox delta head could be verified. Therefore, based on the lack of medical records stating the involvement of the used devices, this complaint could neither be confirmed nor could we identify an exact root cause for the reported infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Not reportable. The reported event of deep/unspecified infection occurred <90 days post implantation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. Please invalidate the case from your system. Zimmer switzerland manufacturing gmbh will invalidate this case from the system. Zimmer reference number of this file is (B)(4).

Event description:
See h10

Manufacturer narrative:
Concomitant medical products: detail of product: item number 00786401100, item name femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 11 117 mm stem length cementless, lot # 63993613, item number 00875704801, item name shell with cluster holes porous 48 mm o.d. Size gg for use with gg liners, lot # 63993613, item number unknown, item name continuum acetabular liner, lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to infection.